Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited pacemaker mediated tachycardia (pmt) because of an undersensed premature ventricular contraction (pvc). The pvc was smaller than the max sensitivity. The patient was asymptomatic and will continue to be monitored.